Event description:
A (B)(6) male patient called zoll customer support to report that his response buttons were not activating his monitor. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response button not working) has been confirmed. Upon investigation the rear response button was non-functional, which prevented the monitor from activating beyond the splash screen. The cause for the failure was isolated to a kink in the rear response button ribbon cable. The root cause for the kinked cable could not be positively identified. No adverse event resulted from the defective monitor. The patient received a replacement monitor.